Manufacturer narrative:
User had the symptoms of diabetic ketoacidosis and visited emergency room for hydration and released. The incident is not related to the device or procedure. No investigation is required.

Event description:
On november 11th 2020,senseonics was made aware of an adverse event where patient had the symptoms of diabetic ketoacidosis and visited emergency room for hydration and released.